Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a loose header as noted via chest x-ray ap proximately nine days post implant. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.